Event description:
The device was used during an unspecified procedure. Reportedly, the surgeon performed a re-operation for a hematoma evacuation. The hosp has reported the pt's condition is satisfactory.